Event description:
It was reported that customer experienced extreme difficulty pressing silver pump button, which caused quick bolus and wake functions to require multiple presses to turn pump screen on. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to try different pressing techniques and to remove pump from case, but button remained very difficult to use, so technical support arranged replacement pump under warranty, instructed customer on storage mode and return process, and advised customer to continue using current pump and rely on alternate insulin method if necessary until replacement pump was received and programmed.